Event description:
It was reported that the right ventricular lead was explanted and replaced due to high capture thresholds. Patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 33.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.